Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was not use after an attempted implant because the patient's dfts were too high. A higher energy device was implanted instead. This event is created after review of cpi's return product testing.